Manufacturer narrative:
The customer declined the option to have their glidescope video baton quickconnect large returned to verathon for evaluation, therefore the cause could not be determined. The customer's verathon territory manager was able to isolate the issue to the video baton but further investigation for potential cause was unable to be performed. Upon review of the device history for the video baton serial number (B)(6). It was determined that the device was manufactured on september 27, 2022, and is past the two (2) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the age of the device, three (3) years and two (2) months, may have caused or contributed to the event. Review of complaint history for the reported video baton serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope video baton quickconnect large does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient intubation, using a glidescope video baton quickconnect large, the image on the connected glidescope core 15-inch monitor was freezing after the video baton was introduced into the patient's airway. Following the reported event, the customer's verathon territory manager performed troubleshooting of their system and isolated the issue to the video baton. No delay in the procedure, use of a backup device, or harm to the patient was reported.